Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales representative that "peds using infusion clamp to prevent disconnection between injector and connector but incident reported of port access needle being pulled out of port. Nurses relying heavily on infusion clamp due to concerns that injector and connector disconnect too easily." Additional info. Received (B)(6) 2021: it was stated the needle was most likely a bd mini loc. No other information was provided.